Event description:
Study: disconnection at pump occurred in 2006. Pt experienced a seroma at pump site as reported by surgeon. Fluid collection and swelling at pump site occurred. Catheter revised the following year. Catheter access port contrast study performed on the same day. Pump site observed for swelling and resolution of seroma; no refill. Resolved without sequelae.